Event description:
It was reported that the patient had a ¿good jolt.¿ the patient was seeing their healthcare provider (hcp) the following day for reprogramming. Follow-up is being conducted to determine cause, actions, and outcome.

Manufacturer narrative:
Concomitant medical products: product ID: 97740, serial# (B)(4), product type: programmer, patient. Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2015, product type: lead. Product ID: 97754, serial# (B)(4), product type: recharger. (B)(4).